Manufacturer narrative:
As no further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. The patient's pocket incision was reportedly swollen and oozing, and the patient was treated with antibiotics. There were no additional adverse effects reported. This ra lead was explanted.